Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierces the catheter. The following information was provided by the initial reporter: we are having issues with the needle perforating through, splitting, or breaking the catheters during IV placement. I had this happen today. I was trying to advance the catheter and could not get it to slide more than 2mm in either direction. After fidgeting for a while, I attempted to retract the needle so I could remove the IV. It felt almost as if the patient had a fishhook in her arm. I had to forcefully remove the IV with the needle still out which caused the patient pain, bruising, and bleeding from the IV site. Once the IV was removed it's noted that the plastic catheter is bent at over a 90 degree angle with the needle protruding through the plastic.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028466. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.